Event description:
It was reported by the affiliate that the (2) 512sd was used during a laparoscopic cholecystectomy procedure. It was reported that the devices had a torn gasket. The case was completed with another device and there was no consequence to the patient.